Event description:
Covidien received a report, the inner cannula was cracked along the line of the cannula. Reporter state this was noticed after vigorous cleaning of device. Reporter confirmed there were no functional problems with patient breathing due to the crack. Customer is discussing with physician the change from a reusable to a disposable.

Manufacturer narrative:
An investigation was conducted for the shiley product ID 6cfs. Based on the complaint report and manufacturing controls, the following facts were determined: the actual sample was not received for evaluation. The failure mode of the inner cannula cracking occurs after several hard cleanings. No analysis was performed on the actual sample, as it has not been received for evaluation to confirm the failure. The lot number was not provided, and without the lot number the device history record cannot be reviewed. (B)(4).

Manufacturer narrative:
(B)(4). No sample is expected to be returned, sample was discarded. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Information has been added to the database for trending purposes. Referencing related medwatch report# 2936999-2014-00124.